Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain. On the same day of onset, the patient was hospitalized for peritonitis. The peritonitis event was reported as possibly due to break in aseptic technique; however the cause could not be confirmed. On an unreported date, the patient was treated with unknown antibiotics (dose frequency and route not reported) as a treatment for the peritonitis. The retraining of proper aseptic technique was scheduled to be performed for the patient. At the time of this report, the patient was still hospitalized, therapies were ongoing and the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.